Manufacturer narrative:
.

Event description:
It was reported that the patient presented to the clinic with symptoms of anxiety and diaphragmatic stimulation. A chest x-ray revealed that there was no slack in the left ventricular lead. The pocket was opened and the physician added slack to the lead without the lead being repositioned. The procedure was completed successfully and the patient was in good condition post procedure.